Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event is approximate since the data were collected between october 1, 2015 and august 30, 2019. Describe event or problem: the referenced gastrointestinal (gi) bleeding, stroke, lvad related infection, systemic infection and acute heart failure are reported under MFR # 2916596-2020-05030. Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract real-world experience with the heartmate 3 (hm3) left ventricular assist device (lvad): analysis of the first 125 consecutive patients at a single institution¿ identifying that the heartmate 3 is related with gastrointestinal (gi) bleeding, stroke, lvad related infection, systemic infection, acute heart failure and death. A total of 125 hm3 patients were included on this study from october 1, 2015 to august 30, 2019. The aim was to evaluate clinical outcomes including survival and the development of postoperative complications. Survival was estimated at 96%, 91%, 88%, 81% and 74% at 30-day, 90-day, 1-year, 2-year, and overall 3-year follow-up. The patient is reported to have expired with an unknown date of expiration. Specific patient information and device serial number are documented as unknown. No additional information was provided.